Event description:
Patient had bilateral breast implants placed with inplant funnel. Patient required removal of right breast implant for drainage from incision at 2 weeks post op. FDA safety report ID# (B)(4).